Manufacturer narrative:
The account has not completed repairs.

Event description:
The account alleged the bed has no hi/low but the motor torques. He unplugged the bed and manually cranked the bed up. As soon as he powered the bed up, the bed ran down unintentionally.